Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the interface was in a disconnected mode. A technical support specialist deployed a package from remote support service "interface services utility - cce (build 1)" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a patient and order was not crossing, interface down. The customer reported that the patient information was delayed by 51 minutes. There were no adverse events or injuries reported based on this event.